Manufacturer narrative:
(B)(4). The customer reported that interpretation statements reports have been truncated when sent as free text from xcelera by xcelera connect. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that interpretation statements from reports have een truncated when sent as free text from xcelera by xcelera connect. No pt harm was reported.